Manufacturer narrative:
Eval results: product was received and the ipg did not indicate a low battery condition indicating end of life despite the extended implant period. The ipg failed initial auto testing. After the can was cut open for further analysis and a battery voltage measurement was taken, the ipg passed the auto test. The reason for initial auto test failure cannot be determined. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2006. It was reported that the pt's ipg was replaced with an eon mini rechargeable ipg due to end of life. It was reported that the pt's ipg was a 5 year battery and it had been implanted for over 5 years. It was also reported that once or twice the ipg shut off by itself, but the pt was able to turn it back on. The pt did not lose any stimulation. A low battery flag was not seen. Parameters are not available.